Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 438 mg/dl. Customer stated that stated for the last 3 days she has been having issues with high glucose levels. Customer stated that her glucose was fine the day before and that evening she started having issues with her glucose and she changed the set that morning. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual injection. Customer was alleging possible insulin pump under delivery because the manual injections brought blood glucose down. Customer stated the drive support cap appeared normal. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.